Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a small indention in the vacuum tubing. The damaged part of the tubing was removed, and the tubing was reseated. The suction hose was replaced. No report of patient involvement.

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.